Event description:
It was reported the patient's blood glucose level (bg) rose to 398 mg/dl while wearing the pod between 24 and 36 hours. The pod's adhesive reportedly started coming up from the bottom of the pod, causing it to pull the cannula out of the site (abdomen). As treatment, the patient successfully activated a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.